Event description:
It was reported the cannula did not deploy; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 26 mmol/l (468 mg/dl) while wearing the pod for between 24 and 36 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. It completed the priming sequence in an expected number of pulses and operated until reaching 808 pulses. Inspection of the device found no issues capable of causing the reported event.